Event description:
A malfunction occurred, indicated by a malfunction code that could not be reset. There was no adverse impact to the customer's blood glucose level. Technical support informed the customer that the pump needed replacement and arranged for a replacement pump to be sent out. The customer confirmed receipt of the replacement pump, and shipping details were verified, though further information on returning the malfunctioning pump was not provided.